Event description:
It was reported the ventricular output connector on the epg (external pulse generator) is physically broken, and there is missing hardware on the rear case. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the ventricular output connector was broken, the ring cover and ring were missing. Also, the upper case was dented, the lower case, side bail covers and battery drawer were broken, the lead flex cover was corroded, one case screw was missing and the battery contacts were compressed. (B)(4).